Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, scratched screen, cracked near the display window corners, broken belt clip slot, missing end cap sticker, scratched reservoir tube window, and stained address/serial number label.

Event description:
The customer reported that the insulin pump alarmed and was stuck in the rewind loop. The blood glucose reading was 417mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.